Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that at the post-operative follow-up appointment, the ipg site was noted swollen and red. The physician believed that the ipg site was healing. The wound was photographed which appeared worse. Patient was reportedly on antibiotics. At the follow-up care the staples were removed. Reportedly, patient is doing well.

Event description:
Additional information received identified that the infection resolved.